Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:05:17. During night drain cycle three, the patient's ultrafiltration reading was 1292ml, indicating the home patient (hp) drained 1292ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.